Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure with the first and second fibers "the laser flashed and then starting firing out the tip instead of the side." It was noted that the "fibers remained intact" and there was "no need to remove particles from the patient." The fiber was replaced and the case was completed utilizing a third fiber. Patient outcome "no injury" reported. This report is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing open end exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The fiber tip was not cleaned during the procedure.